Event description:
It was reported an issue with novosyn suture. The client reported that when the package was opened at the hospital during the procedure, no needles were found, only threads. We pay your attention to the fact that the sterile packaged product is marked with the letter "h" additional information has not been received.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and distributed in the market 324 units. There are no units in stock in b. Braun surgical's warehouse. We have received a picture showing two unopened pouches and one open pouch with the letter "h" written on it. According to the customer information received, only four units were found with this issue. This kind of sample identified with letter "h" is exclusively manufactured for quality control and it is a testing sample. This sample does not contain the needles attached to the thread, only the suture thread is inside. This error occurred during the packaging process by human mistake; the operator placed the testing samples inside the box of finished product. Remarks: the personnel involved have been informed of this incidence and actions will be taken to avoid a recurrence. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/european pharmacopoeia and b.braun surgical requirements. Conclusion root cause analysis: the operator placed the testing samples inside the box of finished product during packaging process. Final conclusion: taking into account that the picture received shows samples that do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the picture received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. You will receive a credit note for one box of product as compensation. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.